Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): testing confirmed all of the keys on the keypad are sticking and intermittently respond: the keys require excessive force to activate. No peeling or damage observed to the keypad. Removed keypad; contamination was seen under all the key contacts. The audio bolus button is detached. A crack was observed in the battery compartment at the case threads. Unrelated to this complaint, pump boots with pinkish faded display screen; pump booted to normal contrast with replacement screen.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.